Event description:
Philips received a complaint by the customer on the v60 indicating that that the device is getting a backup alarm failure. It was reported there was no patient involvement at the time the issue was discovered. A philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer didn¿t accept or respond to the service representative requested for objective evidence to confirm the unique system identifier for the equipment (i.e., installed product number (ip) or serial number) before philips can provide remote or onsite support. Due to no response, no further action was taken, case was closed. It is unknown what the outcome of the service event was, and no further information will be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
H10: the removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the cpu pcba into a pil ventilator to duplicate the reported issue. Initially it was noted that ls1 would not emit an audible tone when 10vdc was applied through the use of a regulated power supply. During bench testing and the use of the pil stb additional information was noted. Through the use of the standard test bed (stb), the pil tech verified that shortly after the power on button was pressed, error code (ec) 1104 backup alarm failed message generated during stb operation. The pil tech also verified that the ec1104 would repeat during the cycling of the stb through the use of the power on/power off button. The pil tech did induce a hardware power fail condition with the stb. During the hardware power fail condition, the light-emitting diode (led) on the bezel was flashing bright red as expected, however ls1 was not emitting any audible tone. Ls1 through resistance checks shows an unusually low resistance of 262k ohms. The pil tech verified that the reason for the repeating ec1104 and the failure of the secondary alarm circuit is due to a faulty ls1 (secondary alarm buzzer). Ls1 was verified as faulty on the cpu pcba. H11: d4 - product UDI #.

Manufacturer narrative:
The customer called back in to technical support ready to troubleshoot and repair the reported issue. The device set up for use, but it became unusable due to error code 1104 backup alarm failed message in the event log. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse attempted troubleshooting by running a per-operational test and inspecting the vent for any loose wires. However, everything seemed fine except for the error displayed on the vent information screen, specifically the backup alarm failed. The fse identified the problem as originating from the central processing unit (cpu) printed circuit board assembly (pcba). The issue was resolved by replacing the cpu pcba board. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.